Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed in february') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced contusion ("bruise") and was found to have blood iron decreased ("iron levels have been extremely low since getting essure placed"). The patient was treated with surgery (essure removed in february). Essure was removed. At the time of the report, the medical device removal and blood iron decreased outcome was unknown and the contusion had not resolved. The reporter considered blood iron decreased, contusion and medical device removal to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: adverse event nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed in (B)(6)) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced contusion ("bruise") and was found to have blood iron decreased ("iron levels have been extremely low since getting essure palced"). The patient was treated with surgery (essure removed in february). Essure was removed. At the time of the report, the medical device removal and blood iron decreased outcome was unknown and the contusion had not resolved. The reporter considered blood iron decreased, contusion and medical device removal to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: adverse event nos. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : case was upgraded to serious incident. Event adverse event nos was replaced with more specified event. Event "medical device removal", "bruise", and "blood iron decreased" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.